Event description:
A customer reported a small amount of clenz solution leak under a coulter lh 780 hematology analyzer since a preventive maintenance was performed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves at the time of incident. The customer did not come in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found the tubing carrying diluent to the hemoglobin cuvette to be leaking. The fse was unable to identify what caused the tubing to leak. The fse replaced the tubing and the leaking stopped. Repairs were verified as per established procedures. Results met published performance specifications. (B)(4).